Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient who works in a factory with machines and strong magnets and they always turn their ins off while at work. Caller states with device off, patient felt like there was a burning, hot sensation in their back where the leads are. The caller also stated that patient doesn¿t use device while at work but uses it the rest of the time without issues. The caller then stated in conjunction with leaving the work environment, patient put a cold ¿biogel¿ pack on the area and that helped to resolve the sensation. It was noted that the patient has been in this job for the past couple months and takes care to avoid walking near the equipment. No further complications have been reported. No additional patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative. It was reported that there was no allegation of electromagnetic interference (emi) from machines.